Event description:
A report was received that during the trial lead pull, the physician noticed pus at the lead site. The physician believes the infection was caused by the patient taking off her dressings. The patient was given IV antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50e serial # (B)(4) description: st linear trial lead, 50cm with pre-loaded 0.014 inch stylet (streamlined). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.